Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) is complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4) - 07/2007 (reuse). Electrode belt sn (B)(4) - 12/2008 (initial use).

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was an inpatient at a hospital and reportedly in bed when nurses heard the device alarming and came to check on the patient. The patient was reported to be unconscious and CPR was initiated. Per review of the patient download data, an arrhythmia was detect at 19:04:06. The ECG showed 15 seconds of nsvt. A second arrhythmia was detected at 20:59:25, and the ECG showed ventricular tachycardia (vt) at 104bpm with CPR artifact. The patient received a 150j treatment shock at 20:59:59. The post-shock rhythm remained vt with CPR artifact. A second 150j treatment shock was delivered at 21:00:26. The rhythm at the time of the treatment was CPR artifact and the post shock rhythm was vt with CPR artifact. The CPR artifact contributed to the detection. At 21:01:34, another arrhythmia was detected. The ECG showed vf with CPR artifact. The third treatment was delivered at 21:02:46 during an idioventricular rhythm at 97bpm. Post-shock, the patient was in an idioventricular rhythm at 42 bpm with CPR artifact. The response buttons were not pressed during the entire event. The device was shut down at 21:03:35.